Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that three of the eight electrodes were not working. The indications for use were spinal pain and cervical rad iculopathy. No patient symptoms reported.